Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the guidewire broke. No additional information is available.

Event description:
It was reported the guidewire broke. No additional information is available.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. As the subject device was not returned, neither physical nor functional evaluation could not be performed. Based on the information available, an assignable cause for this event cannot be determined.